Event description:
It was reported that five months post-implant it was noted on a remote transmission that the right ventricular (rv) lead thresholds had increased significantly since implant and were high. Follow-up information from the clinic indicates the thresholds had continued to be high on a subsequent transmission and the patient would be encouraged to come to the clinic. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).